Manufacturer narrative:
This MDR addresses patient 3. An investigation was performed and a systemic product problem was not identified. Although the root cause cannot be identified, review of the provided data confirmed that all of the alleged runs generated true amplification and were correctly called "detected" by the script. The alleged lot was internally tested and no product problem was identified. An investigation was performed and a systemic product problem was not identified. Of note, the alleged sample was collected with longsee brand vtm 2ml, which is an off-label collection kit.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results with 8 patient samples while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged samples initially generated a positive result for sars-cov-2. The same samples were repeated with a competitor platform (cepheid) as negative. The results were reported as negative and no harm was alleged. Per FDA¿s eua guidance, 8 mdrs will be filed.